Event description:
Additional information was received stating that after our technician looked at the logs of this case, they could find out the following: it looked like the site did not perform a ¿navigated scan¿ and therefore the imaging system did not send the scan to the navigation system and also sending it manually did not work. They say, that they did not notice that they performed a non-navigated scan but the logs tell us that a window on the mobile view station (mvs) must have noticed them.

Manufacturer narrative:
H2) additional information was added to the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Foreign country: (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed and no parts were replaced. The system functionally checked. The system was working as expected. Manual scan transfer from the mobile view station (mvs) to igs system working.  If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system did not automatically send 3d scans to the navigation system. When the site tried to send it manually, it did not work either. After a second 3d scan, the imaging system did try to send it automatically but the navigation system stated that the scan was not right and that a manual registration was needed in order to use the scan. No patient was present at the time of the event. Troubleshooting performed on site. The scan manually transferred from the mobile view station (mvs) to igs without failure. Transferring a navigable scan to igs, no problem found. Transferring a non-navigable scan to igs shows a message on igs-monitor for manual registration. Systems are working as expected.